Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that syncopal patient presented in the ER by paramedics after experiencing an episode of ventricular fibrillation where CPR and external defibrillation had to be administered to rescue the patient. The device was found to be in bvvi mode. A device download was performed successfully. The following day, rv lead exhibited low out of range hv lead impedances. Both device and lead were later replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported field events of backup vvi and low hv impedance were confirmed in the laboratory. Review of the device image indicated that the device entered backup vvi after external defibrillation. Bench testing and automated testing equipment noted low hv impedance due to hv output circuit damage. The root cause of the damage could not be determined.